Event description:
A pcaii was reported to produce electrical sparks. The pump was plugged in, and the nurses were going to unplug the pump, and sparks were seen coming from the powercord, and blew the circuit. The account is concerned about an electrical surge through the pump. No injury occurred. The powercord was returned with the pump to baxter.